Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the mini drawer had failed. A field service engineer (fse) arrived onsite and identified that mini drawers 1.15 and 1.16 had failed. Both drawers were recovered, and the fse verified there were no obstructions and confirmed that all cables were fully seated on the drawer controller board. The fse then accessed the hardware test application and ran diagnostics on the mini drawers, which passed successfully, with results saved for records. The drawers were confirmed to be functioning properly, and no further issues were found. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer failed. User tried to recover several times, and it kept failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.